Event description:
Discrepant elevated prothrombin time (pt) results were obtained on a patient sample. The patient result was not reported to the physician. The sample was repeated in another sample configuration and a lower result was obtained in agreement with expected values and reported. It is unknown if patient treatment was altered on the basis of the discrepant elevated pt result. There is no report of adverse outcome to the patient as a result of the discrepant elevated pt result.

Manufacturer narrative:
The cause of the discrepant pt results is unknown. The siemens diagnostics inc. Field service engineer examined the instrument and found no obvious instrument malfunctions. The instrument is performing within specifications. No further evaluation of the device is required.